Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after a right hip hemiarthroplasty of (B)(6), I was made aware that one (of two) batches of hospital owned depuy mv cement was expired. The depuy mv cement expired on (B)(6) 2021 and was implanted on (B)(6) 2021.